Manufacturer narrative:
H1: the revision reported in experience (B)(4) was likely the result of infection. However, this cannot be confirmed as the devices were not available for evaluation, and no further information regarding the reported infection was provided. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself [1]. The reported infection occurred > 6 months after the index surgery. Therefore, neither the DHR nor the sterile records will be reviewed. Acute infection in total knee arthroplasty: diagnosis and treatment juan carlos martínez-pastor,* francisco maculé-beneyto, and santiago suso-vergara author information article notes copyright and license information disclaimer open orthop j. 2013; 7: 197¿204. Published online 2013 jun 14. Superficial and deep infection are listed in the general surgical risks section of the optetrak logic cc IFU 700-096-149. Contraindicated patients include, but are not limited to: patients whose weight, age, or activity level might cause extreme loads and early failure of the system; and patients with suspected or confirmed systemic infection or a secondary remote infection. After further review of additional information received the following sections: a1, b4, b5, g1, g5, and h1 have been updated accordingly. Section(s): no information has been provided: b6, d4, and h4.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to infection of the right knee. This event report was received through clinical data collection activities. The case report form indicates treatment is continuing. The surgery on (B)(6) 2018 was a revision of non-exactech (depuy) devices to exactech. This was also the day the patient entered the study.